Event description:
Related manufacturer report number: 3006705815-2022-17340. It was reported the patient experienced ineffective stimulation due to both leads migrating. Surgical intervention was undertaken, and the leads were explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.